Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the top housing was broken. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be the main pcb ¿ u29 motor optical sensor failure and broken top housing. The main pcb and top housing were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a "motor not running" error even though the motor is functional. The plastic part of the device's shell is broken on the side. There was unknown patient involvement.